Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement. No lead issue was suspected as this lead was known to have a slightly higher impedance and no intervention is planned. Normal follow up will be continued. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.